Event description:
As reported: "patient began to have pain after cleaning and flipping matts. Images show a torn rotator cuff."

Manufacturer narrative:
Correction: please refer to h6 results & conclusion codes the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as x-rays, as well as the affected device must be available in order to determine the root cause of the complaint event. However, since this event happened after the patient flipped a mattress, it is important to state that the IFU clearly states to limit activities and protect the bone from unreasonable stresses. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.

Event description:
As reported: "patient began to have pain after cleaning and flipping matts. Images show a torn rotator cuff."